Event description:
It was reported that the customer had high blood glucose and ketoacidosis. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 500 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump battery is depleting too fast and it needs to be changed every two days. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked reservoir tube lip.